Event description:
The customer reported having low blood glucose. The paramedics were called and treated her at home with a glucagon shot. The customer stated that she went to sleep and her glucose level was 154 mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. Reviewed the insulin left in the status screen and found that there was the same amount of insulin in the reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.